Event description:
It was reported that during the implant procedure, the physician had difficulty inserting the ventricular lead into the device header. The physician used silicone oil and was able to successfully insert the lead into the header. The device remained implanted. The patient was in stable condition prior, during and after the event.